Manufacturer narrative:
Additional information was received and it was learnt that the lens with serial number (B)(4) was implanted in the right eye of the patient on (B)(6) 2017. In the initial report only the month and year were provided. If implanted, give date: (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints for this production order number has been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant date: if implanted, give date: unknown if this is the lens implanted in the right eye (od) or left eye (os). The exact implant dates in (B)(6) 2017, are unknown. Explant date: if explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient had a bilateral intraocular lens implants (B)(6) 2017. Reportedly the patient is complaining of having severe halos during night driving with red and white light. Also while reading there is a slight spreading on the letters. The patient is satisfied with the visual acuity achieved, but he is unsatisfied with the severe glare. The patient underwent an yttrium aluminium garnet (yag) procedure and he was advised to use antiglare glasses, however he has not got any improvement. To date the lenses remain implanted. Visual acuity (va) pre-operative: od udv (uncorrected distance vision) ¿(6/24) dv- sph (-2.25) va- 6/9, nv (near vision) - sph(.25) va- n8. Os udv (uncorrected distance vision) ¿ (6/24) dv- sph( -2), cyl(-.50), axis-10 va- 6/9 nv- sph (.50), cyl(.50), axis-(10) va- n8. Visual acuity post-operative - (B)(6) 2017: od udv- 6/6p, unv (uncorrected near vision)- n6, os udv- 6/9, unv (uncorrected near vision)- n8. Visual acuity (B)(6) 2017: od udv- 6/6p, unv (uncorrected near vision)- n6, os udv- 6/6p, unv (uncorrected near vision)- n6. Visual acuity (B)(6) 2017: od udv- 6/6p, unv (uncorrected near vision)- n6, os udv- 6/6p, unv (uncorrected near vision)- n6. Visual acuity (B)(6) 2017: od udv- 6/9, unv (uncorrected near vision)- n6, os udv- 6/6p, unv (uncorrected near vision)- n6. This MDR is to record the lens (B)(4), but it is unknown in which eye it was implanted. A separate MDR will be filed for the other lens.